Manufacturer narrative:
Investigation, including root cause analysis, is in progress.

Event description:
A nurse reports the probe tip broken off in the pt's eye during cataract surgery. There was no pt impact/injury associated with this event.